Event description:
It was reported that the patient presented in clinic for a follow up with high capture thresholds and varying low voltage impedance exhibited by the atrial lead. The lead was explanted and replaced. There were no patient consequences.